Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutting the distal tamp lock. No delamination was observed on the polyimide shaft at the corresponding tamp lock position. The advancer tube and sealant were not present with the device. However, it is unknown whether the device was manipulated post procedure. The dislodged proximal tamp lock prohibited the advancer tube from properly engaging the tamp locks, resulting in failure to deploy. Based on the information provided and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. The review of the lhr (f1522503) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the white tamp tube was not present after the procedural sheath was pulled back to the handle. Manual compression was applied for less than 30 minutes. The patient was not hospitalized as a result of the event. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: percutaneous transluminal angioplasty right femoral artery vessel size: 10 mm stick location: right groin sheath size: 6f.